Event description:
Pt ahd conductive keratoplasty done at the eye care center. It created an astigmatism in left eye that was later treated by lasek. Before pt had20/20 vision in that eye. Now pt cannot see without a soft contact lens and glasses both at times. Without correction pt can't drive at night and has severe headaches. Dr tells pt that their eye are fine and that pt just needs to adjust to the blended monovision. Pt finds it strange they didn't tell them about the problem that they and the refractec machine caused for over seven weeks. Pt is retiring from their position because I no longer feel safe with blurred vision and halos.